Manufacturer narrative:
There are currently no known patient incidents involving due to the error described in this report. However, as there is a risk based on the information available, we have decided to report this issue and initiate a recall, to establish full compatibility of the devices by revising the interface and to minimize a possible patient risk as far as possible.

Event description:
During a comparison of the drawings of the products 1204.002 doro® easy-connect navigation adapter, brainlab and 41725 standard cranial reference array, it was determined that in certain instances the compatibility of both devices might be compromised. This might have an influence on the positioning of the reference array. Due to that an influence of the function of the navigation system cannot be excluded.